Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited radio frequency and high speed telemetry anomaly. The device was explanted and replaced. The patient's condition was stable.